Manufacturer narrative:
Concomitant medical products: 749551 neuro extension, 3387 dbs lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising and high thresholds and impedances. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.